Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause was not reported. On the same day as the event onset, the patient was hospitalized for the event and was discharged five days after. The patient was treated with unspecified antibiotics (doses, routes, durations and frequencies were not reported) for peritonitis. At the time of this report, the patient outcome was not reported. It was reported that the patient's catheter was removed and the patient was switched to hemodialysis to which the patient responded well. No additional information is available.